Event description:
Bayer case number: (B)(4). Severe pelvic pain [pelvic pain] after placing the essure, we continued with the endometrial ablation [medical device monitoring error] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 47 year-old female patient who had essure inserted (lot no. C35236) for female sterilisation. Product or product use issues identified: medical device monitoring error ("after placing the essure, we continued with the endometrial ablation"). The patient had a medical history of smoker, tonsil stone removal, bacterial vaginosis, uti, anxiety, obesity, vaginal delivery, parity 2 and abnormal uterine bleeding. Previously administered products included: iud nos. The patient had a family history of diabetes and hypertension. Concurrent conditions were listed as nabothian cyst, paratubal cyst and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1884 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.788 kg/sqm. [Pathology test] on (B)(6) 2020: tissue: uterus, cervix, bilateral fallopian tubes, left pelvic side wall lesion final diagnoses: uterus cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomies: -cervix: parakeratosis of cervix. Squamous metaplasia of endocervix. No cervical dysplasia identified. -endometrium: benign. Stenotic endometrial cavity. No endometrial hyperplasia identified. -myometrium: benign. -bilateral fallopian tubes: paratubal cysts. Essure coil within lumen of each fallopian tube. -no malignancy identified. Gross description: essure coils are present in within lumen of each tube. [Ultrasound pelvis] on (B)(6) 2020: findings: patient does not have an iud. There are bilateral tubal ligation clips impression: no acute findings. There are nabothian cysts of cervix case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Severe pelvic pain [pelvic pain]. After placing the essure, we continued with the endometrial ablation [medical device monitoring error] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 47-year-old female patient who had essure inserted (lot no. C35236) for female sterilisation. Product or product use issues identified: medical device monitoring error ("after placing the essure, we continued with the endometrial ablation"). The patient had a medical history of smoker, tonsil stone removal, bacterial vaginosis, uti, anxiety, obesity, vaginal delivery, parity 2 and abnormal uterine bleeding. Previously administered products included: iud nos. The patient had a family history of diabetes and hypertension. Concurrent conditions were listed as nabothian cyst, paratubal cyst and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1884 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.788 kg/sqm. [Pathology test] on (B)(6) 2020: tissue: uterus, cervix, bilateral fallopian tubes, left pelvic side wall lesion final diagnoses: uterus cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomies: -cervix: parakeratosis of cervix. Squamous metaplasia of endocervix. No cervical dysplasia identified. -endometrium: benign. Stenotic endometrial cavity. No endometrial hyperplasia identified. -myometrium: benign. -bilateral fallopian tubes: paratubal cysts. Essure coil within lumen of each fallopian tube. -no malignancy identified. Gross description: essure coils are present in within lumen of each tube. [Ultrasound pelvis] on (B)(6) 2020: findings: patient does not have an iud. There are bilateral tubal ligation clips impression: no acute findings. There are nabothian cysts of cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.